Event description:
It was reported that during an arthroscopy, the second anchor of the first fast fix failed to deploy and it was pulled out. Then it was noticed that the reversed curved fast fix was not reverse, it was curved. It was checked the inner packaging against the box and label and it stated 72202469 even though this seemed to be a 72202468. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, the t2 anchor of the first fast fix failed to deploy and it was pulled out. The t1 implants was left secure in the patient's body. Then it was noticed that the reversed curved fast fix was not reverse, it was only curved. It was checked the inner packaging against the box and label and it stated 72202469 even though this seemed to be a 72202468. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).